Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated discrepant chloride results have been generated on the architect c8000 analyzer. A patient generated an initial result of 112 meq/l but upon repeat, the value was 101 meq/l. No impact to patient management was reported.